Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer hesitated to open and opened to wrong quantity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no errors on the station upon arrival, inspected drawer 3 and identified no issues with the pockets, reports indicated only a one-time error, and successfully ran a hardware test application (hta) test on the drawer, confirmed that the wrong asset was selected in the ticket and noted that the pharmacy had not documented the issue location, informed manager to contact directly if onsite support was required. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer hesitated to open and opened to wrong quantity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.